Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient had a work related injury with sudden sharp pain to left shoulder and symptoms all the way down the left hand. On (B)(6) 2005 the patient presented with ongoing neck, shoulder and left arm pain. Three views of the cervical spine demonstrated spondylosis changes in c5-c6 with mild disc space height loss. There was loss of the usual cervical lordosis. An MRI scan demonstrated c4-c5 central disc bulge without resultant stenosis. There was at least moderate central canal stenosis related to a more right paracentral and central disc protrusion at c5-c6. On (B)(6) 2005 the patient presented with neck pain, left arm pain and right posterior shoulder pain. The patient also reported daily headaches (onset 7 days prior). On (B)(6) 2005 the patient presented with bilateral arm and neck pain and decreased rom of the cervical spine. A MRI was reviewed which showed a central to slightly right sided herniated nucleus pulposus at c5-6 consistent with the symptoms. Impression: cervical stenosis and c5-6 herniated nucleus pulposus status post injury. Medications: depakote, paxil, celebrex, and percocet. On (B)(6) 2005 the patient underwent multiple labs which revealed elevated rbc and mch levels. On (B)(6) 2005 the patient presented with the preoperative diagnosis of cervical spine stenosis, c5-6 with secondary radiculopathy and underwent surgery which consisted of an anterior cervical fusion and discectomy, c5-6 with cornerstone allograft and atlantis plating, c5-6. No patient complications were reported. On (B)(6) 2005 the patient was discharged from hospital. On (B)(6) 2005 the patient presented with resolved arm pain and some posterior neck pain with tightness. On (B)(6) 2005, approx. Six weeks post op, the patient presented with resolved left hand issues but some right shoulder and trapezius pain. X-rays showed hardware and graft in good position. On (B)(6) 2005 the patient presented with improved pain. X-rays showed hardware and graft in good position. On (B)(6) 2005 the patient presented with mild neck and arm discomfort and slightly decreased rom. Per the encounter notes it was felt the patient had reached maximum medical improvement. On (B)(6) 2007 the patient presented with significant neck pain and tightness with limited rom, spasms, headaches, and some numbness and tingling in the fingers bilaterally. X-rays showed good instrumentation and interbody graft and the appearance of solid fusion. On (B)(6) 2007 the patient presented with bilateral numbness with a "popping" sensation two weeks prior. A CT of the cervical spine showed alignment good. Hardware was intact. The endplates were defined consistent with incomplete bony incorporation of the graft. There was posterior spurring at the right uncovertebral joint mildly encroaching into the right neural foramen. On (B)(6) 2007 the patient presented with a CT scan that showed no real significant foraminal stenosis however there was a possible fibrous nonunion of the acdf. The patent reported significant pain and radicular symptoms. On (B)(6) 2007 the patient presented with pain and the postoperative diagnosis of non-union, status post anterior cervical fusion, c5-6. The patient underwent surgery which consisted of a posterior cervical fusion using globus posterior instrumentation, local bone and allograft c5-6. No patient complications were noted. Cervical x-rays which showed instrumentation in place and intact - alignment preserved. On (B)(6) 2007 the patient presented with neck pain, nausea, and difficulty sleeping. X-rays showed hardware in good position. On (B)(6) 2007 the patient presented with decreased rom on all planes. X-rays showed fusion almost totally complete anteriorly. On (B)(6) 2007 the patient presented with excruciating pain. The patient reported that they had felt a "pop" and had this pain since. The patient also reported "feeling clumsy." X-rays showed fusion progressing. There was a questionable disc protrusion above /below the fusion with acute mile myelopathy. On (B)(6) 2007 the patient presented with decreased rom, some improved pain, and numbness and tingling and weakness in the leg. Per the encounter notes a cervical MRI showed no significant changes. On (B)(6) 2007 the patient presented with increasing left arm pain. X-rays showed hardware in good position. On (B)(6) 2007 the patient presented with neck pain, cervical decreased rom and radicular symptoms. A MRI and t-scan of the cervical spine was reviewed which showed hardware in good position, probably incorporated graft, some foraminal stenosis above and below fusion but no significant compression. On (B)(6) 2007 the patient presented with limited rom and improved pain since experiencing a "pop" recently. X-rays showed good instrumentation and the appearance of bone incorporating. On (B)(6) 2007 the patient presented with slow improvement. The patient reported some neck pain. On (B)(6) 2007 the patient presented with increased neck and left hand pain. X-rays showed no significant changes. On (B)(6) 2007 the patient presented with neck pain flare-up. X-rays showed the fusion progressing nicely. On (B)(6) 2007 the patient presented with pain. A CT was reviewed which showed the graft was incorporating on the right side. It was not totally incorporated across the whole interspace but there was no movement on flexion/extension x-rays and it was maturing at that point. In (B)(6) 2008 the patient underwent a MRI which showed disk desiccation and disk bulges at l3-4 and l4-5 with some lateral recess stenosis. The patient also had a history of chronic neck and upper extremity pain. On (B)(6) 2009 the patient presented with pain. A MRI of the thoracic spine was reviewed and showed some osteophytes at t3-4 and t5-6 with mild displacement of the cord but no significant compression. There was csf available posteriorly. There was no evidence of myelopathy secondary to the osteophytes. On (B)(6) 2009 the patient presented with neck and back pain and headaches. Per the encounter notes it was felt the patient was at maximum improvement and had a "15% permanent impairment of her back at this point related to her anterior and posterior surgery, persistent pain and headaches. X-rays showed a solid fusion." Impression: status-post anterior posterior cs-6 with solid fusion and persistent neck pain, headaches. On (B)(6) 2009 the patient presented with cervical radiculopathy and received a cervical steroid injection on the right - c7-t1 level. No patient complications were noted. On (B)(6) 2009 the patient presented with left arm and right leg pain. The patient underwent an emg/ ncs. On (B)(6) 2009 the patient presented with left arm pain and paresthesias. The patent underwent a cervical myelogram which demonstrated anterior and posterior fusion at c5-c6 with fixation hardware which was intact. There was a ventral extradural defect at c4-c5 without lateralizing defect. The post myelogram CT showed bilateral uncovertebral spurring with mild bilateral foraminal encroachment at c6-c7. There was mild bilateral uncovertebral spurring at c4-c5 without foraminal encroachment. And there was mild posterior central spurring at the level of fusion c5-c6 without lateralization or neural compression. On (B)(6) 2009 the patient presented with constant centralized low back pain and right lower extremity pain with occasional; numbness in the dorsum of the foot (onset one year prior). On (B)(6) 2009 the patient presented with left upper radicular pain and right lower extremity radicular pain. The patient underwent electrodiagnostic testing which demonstrated acute chronic c6 and c7 poly-radiculopathy. There was evidence of acute denervation. Electrodiagnostic evaluation of the left lower extremity was normal. On (B)(6) 2009 the patient presented with significant neck pain and upper extremity pain, left > right described as worse since the last cervical surgery. A CT myelogram was reviewed which showed solid anterior fusion c5-6 with instrumentation as well as posterior instrumentation at the segments alignment was normal. The axial views demonstrated no real evidence of significant nerve root encroachment. There was mild frontal stenosis at c6-c7. On (B)(6) 2009 the patient presented with neck pain with left and right arm pain as well as low-back pain. On (B)(6) 2009 the patient presented with significant low back and lower extremity pain, right > left. The patient required a cane for ambulation. A year old myelogram was reviewed which showed degenerative disk space changes at l3-4 and l4-5 with a possible central protrusion at l4-5. On (B)(6) 2009 the patient presented with back pain and underwent a lumbar MRI which demonstrated lumbar disc degeneration/spondylosis and central disc herniation l3-4 and l4-5. On (B)(6) 2009 the patient presented with back and bi-lateral lower extremity pain. The patient also presented with axial neck pain with significant decreased rom and myofascial dysfunction. A MRI from the day before showed a disk desiccation l3-l4 and l4-l5 with a central disk protrusion at l4-5 causing bilateral lateral recess stenosis. There was also a high-intensity zone consistent with a posterior annular tear at l3-l4. On (B)(6) 2010 the patient presented with degenerative disc changes with central disc protrusions at l3-4 and l4-5. Assessment: lumbar degenerative disc disease, cervical spondylosis, and pain. Medications: hydromorphone, zanaflex, duragesic, depakote, lyrica, and metanx. On (B)(6) 2010 the patient presented with back and bilateral leg pain and the preoperative diagnosis of l3-4, l4-5 degenerative disease, central disc protrusions and lumbar spondylosis. The patient underwent surgery which consisted of complete l3 and l4 laminectomies with bilateral medial facetectomies and foraminotomies for decompression of the thecal sac, as well as the l3, l4 and l5 nerve roots (3 sets of nerve roots decompressed); posterior lumbar interbody fusion (plif roots) of l3-4 and l4-5 (two levels fused); bilateral, segmental pedicle screw fixation, l3-l4 to l5 (3 segments) using peek instrumentation; preparation of local harvest autograft; preparation of morselized allograft (bmp); and preparation of intra vertebral biomechanical devices (est, capstone cages). Per the operative report "...then proceeded with performing a bilateral l3-4 and l4-5 discectomies in the routine fashion, I would distract one side of each of these disc spaces up ultimately to a 12 mm size using the distractor system for capstone cage system (provided by danek heaney). I therefore selected a total of four 12 x 26 mm capstone cages. All these cages were prepared in a routine fashion by packing the hollow core with bmp impregnated gelfoam as well as local harvest autograft. These cages will ultimately impacted into the disc spaces using 2 cages for each of the disc spaces..." Positioning verified using fluoroscopy. No patient complications were noted. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010, 4 weeks post op, the patient presented with improved back and right leg pain. Lumbar x-rays showed excellent placement of grafts and instrumentation. Starting (B)(6) 2010 the patient participated in 16 physical therapy visits. On (B)(6) 2010 the patient presented with improved back pain and long standing neck pain with a history of multilevel cervical fusion. On (B)(6) 2010 the patient presented with back, arm, and leg pain. The patient underwent lumbar x-rays which showed good stable instrumentation positioning and good maturation and alignment of interbody graft. On (B)(6) 2010 the patient presented with right leg pain resolved, improved back pain, and worsening neck problems including pain, headaches, pain into the shoulder and arm. Lumbar x-rays showed satisfactory position of the anchor screws in the pedicles and vertebral bodies of l3, l4, and l5. The rods and peek were not visible on the x-ray. The overall alignment however was satisfactory. The interbody fusion devices appeared to be in good position. It was too early to say about ultimate incorporation of the graft, but there were no signs of failure at this point. On (B)(6) 2010 approx. 9 mo. Post op, the patient presented with some right thigh pain, cervical pain, headaches, shoulder pain, problems with the left hand, and neck stiffness. Lumbar x-rays were attained which showed the appearance of consolidation of the bone graft material in the distal spaces at l3 to l4 and l4-5 area. Cervical spine x-rays were taken which showed what appeared to be solid arthrodesis. There were some degenerative changes noted above and below c6-7. Impression: cervical spondylosis with progressive pain into the hand. On (B)(6) 2010 approx. 10 mo. Post op, the patient presented with neck and back pain. Per the encounter notes the neck pain was described as incapacitating and interfered with daily activities of living. Pain went down into the left arm and the patient felt the arm was slowly weakening. MRI results were reviewed which showed solid fusion at 3-5 and 6 levels. There were spondylotic changes at the c4-5 and c6-7 levels. Impression: progressive cervical spondylosis above and below previous fusion. On (B)(6) 2011 the patient presented with cervical radicular pain and the preoperative diagnosis of status c5-6 fusion with retained hardware, degenerative changes and cervical spondylotic disease at c4-5 and c5-6. The patent underwent surgery which consisted of removal of retained hardware, cs-6; anterior cervical discectomy and fusion at c6-7 and c5-6 ; interbody fusion, c4-5 and c5-6; anterior cervical plating, c4 to c7; and bone graft with bone marrow aspiration of the left iliac crest. No patient complications were reported. On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented, approx. 4 weeks postop, with some spasms in the pericapsular region on the left, improved headache, and no arm pain. On (B)(6) 2011 the patient presented with increasing pain into the right arm and shoulder with numbness going down into the ring and little fingers (onset approx. 8 days prior). Ap and lateral cervical spine films showed satisfactory position of the plate and screws as well as interbody fusion devices. A MRI showed satisfactory decompression at c4-c7. There were some far lateral osteophyte formations at the c7-t1 level. The nerve root at that level however appeared to be exiting without problems. Impression: multilevel degenerative cervical and thoracic spondylosis. On (B)(6) 2011 the patient presented with some discomfort down into the right hand with dysesthesias into the ulnar aspect of the hand into the ring and little finger. On (B)(6) 2011 the patient presented with occasional episodes of pain shooting down into the right hand into the little finger and increased numbness the little finger. X-rays showed instrumentation in good position. There were some degenerative changes at c7-t1. On (B)(6) 2011 the patient presented with pain into the right upper extremity particularly into the ulnar aspect of the hand. A cervical spine MRI showed status post acdf c4-5 through c6-c7 with adjacent level degenerative changes as above. Findings included moderate right foraminal stenosis at c7-t1. Assessment: cervical radiculopathy, cervical spondylosis, and cervical disc degeneration. On (B)(6) 2011 the patient presented with a lot of neck spasm with severe pain going down into the right arm. On (B)(6) 2011 the patient presented for post op f/u. Per the encounter notes the patient had undergone a acdf from c4-7 several months prior. It was stated that this had fused well but the patient had developed right arm radicular syndrome compatible with c8 dysfunction which manifested in diminished grip and hand intrinsics, some atrophy in the hand, and some numbness in the fourth and fifth digits. A MRI confirmed the prior fusion appeared to be well healed from c4-7 but there was prominent spondylosis to the right at c7 -t1 and possible small disc herniation resulting in neural compression. Epidural injections had been tried without success. On (B)(6) 2011 the patient presented with radicular symptoms and the preoperative diagnosis of right c7-t1 foraminal spondylotic stenosis with secondary radiculopathy, the patient underwent surgery which consisted of a right c7-t1 micro-endoscopic foraminotomy. No patient complications were reported. On (B)(6) 2011 the patient presented with improved right arm soreness and improved headaches. Per the encounter notes the patient had some upper respiratory infection signs and symptoms over the previous couple of weeks. On (B)(6) 2011, approx. 2.5 mo. Post op right c7-t1 med, the patient presented with residual numbness into the fifth finger. On (B)(6) 2011 the patient presented with improved headaches, residual dysesthesia into the right little finger. Per the encounter notes the patient had a 25% permanent partial impairment from the lumbar surgery and 15% from the neck surgeries. Cervical x-rays showed the anterior cervical plate and posterior cervical rod in good position and the appearance of solid fusion. Medications: methadone, metanx, depakote, lyrica, zanaflex, and nycynta. On (B)(6) 2012 the patient presented with asymptomatic microscopic hematuria (onset one month prior). Per the encounter notes the patient was disabled due to chronic back pain from multiple back surgeries, fibromyalgia, and bipolar disease. The patient underwent a cystoscopy which revealed efflux from the ureteral orifices were clear, there were no mucosal lesions. 1 + trabeculation, no tumors, no stones. No patient complications were reported. Medications: butalbilral, carbamazepine, depakote, diazepam, flonase, levothyroxinem, lyrica, oxycodone, promethazine, reglan, and tizanidine. On (B)(6) 2012 the patient presented with microscopic hematuria and underwent a CT of the abdomen/pelvis which showed a small hyper-dense cyst in the left kidney.

Event description:
It was reported that on (B)(6) 2010: the patient underwent fusion surgery using rhbmp-2/acs. On (B)(6) 2010: the patient presented with chronic pain.